Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 2.5% therapy for peritoneal dialysis (pd). At the time of this report, the action taken with dianeal therapy was not reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized. On an unreported date, the patient began remedial treatment for the peritonitis with fortum, vancomycin and heparin. It was not reported if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.